Event description:
The customer reported the system does not xray. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep tested the new tube, but still had problems and checked the system. The system operates as intended.